Manufacturer narrative:
(B)(4). The quality engineer analyzed the returned device. Upon observation, the shaft was found broken close to the proximal end of the bur (at the handpiece engagement end). This is the end that is seated inside the skeeter ultra-lite oto-tool handpiece and locked for customer use. The broken piece measured approximately 0.5cm. The broken piece did not show any anomalies when compared to drawing (B)(4) - blank bur, oto flex. A portion of broken shaft remained intact to the handpiece engagement end. The bur tip (head) was found intact and unbroken. Under magnification, there was discoloration, markings and residue observed on the bur head and the shaft indicating excessive customer use / handling of the device. The orange and white tubes on the shaft were found undamaged. The most likely cause for this is misuse/ mishandling. Results - fatigue problem.

Event description:
It was reported during the tympanoplasty the bur of the skeeter drill broke off during the operation.